Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that after implant the device needed constant reprogramming. The ins holds a charge, but it requires up to 9 hours charging time. The ins fails to reduce the patient¿s pain. The patient has undergone trigger point injections which has helped with their headaches. The patient still requires pain medication. No further complications were reported or anticipated.